Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the keypad was punctured. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported '8, 9 buttons are not responding', which was reproduced. The reported condition was verified. The cause was determined to be a punctured keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 8 and 9 buttons on a spectrum iq pump did not respond. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.